Event description:
It was reported that the handheld would not charge when plugged into the electrical outlet. It was reported that while plugged in, the power indicator turns green; however, the handheld would not power on. It was later reported that the handheld was fine; however, no additional information was provided. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Evaluation- conclusions, corrected data: (B)(4).